Event description:
The customer reported that the system would not boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable connection was repaired during the service call. The system was tested, found to be working as intended and returned to service.